Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/27/2020. Additional information was requested and the following was obtained: what was used to complete the procedure? Another stratafix of the same code. It worked fine when the surgeon did not pull so hard. Patient condition: no adverse consequences, doing well. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: did the fixation tab broke also when "pulled too hard" during the procedure? Or the suture snapped during this procedure only? The suture snapped only one time, it was the first pass to seat the fixation tab, he pulled too hard on the suture and the suture snapped at the tab. The tab itself did not break. What tissue was being approximated or sutured when it broke? Fascia. Lot number? Unknown. Procedure date? (B)(6) 2020, 8 am est. What was used to complete the procedure? Patient's condition? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a total hip replacement procedure on (B)(6) 2020; and a barbed suture was used. During the procedure, the suture snapped at the fixation tab while suturing the fascia. Another like device was used to complete the procedure with a two-minute delay. There were no adverse patient consequences reported. Additional information was requested.